Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that customer faced tubing detachment at quick release/site connection. No further information available.